Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the upper and low abdomen on (B)(6) 2022, and (B)(6) 2025 using the curve 150 applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported patient received coolsculpting elite system using the curve 150 applicator to lower and upper abdomen area and was diagnosed with ph 3 months after treatment. Later, healthcare professional reported "lipodystrophy of the entire abdomen and flanks and has significant abdominal wall diastasis". Healthcare professional later reported "patient experienced multiple pop-offs and pain during treatment, patient developed extensive ice burns and severe pain post-treatment, patient continues to experience persistent abdominal discomfort and emotional distress". Patient was advised to use otc ibuprofen.

Manufacturer narrative:
E2402 - other clinical events - worsening of diastasis recti.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, coolsculpting treatment may have contributed to the worsening of diastasis recti and surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the upper and low abdomen on (B)(6) 2022, and (B)(6) 2025 using the curve 150 applicator and presented with paradoxical hyperplasia (ph). Later, healthcare professional reported "lipodystrophy of the entire abdomen and flanks and has significant abdominal wall diastasis".

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the upper and low abdomen on (B)(6) 2022, and (B)(6) 2025 using the curve 150 applicator and presented with paradoxical hyperplasia (ph). Later, healthcare professional reported "lipodystrophy of the entire abdomen and flanks and has significant abdominal wall diastasis".

Manufacturer narrative:
Additional, changed, and/or corrected: h11 updated documentation. Coolsculpting treatment may have contributed to the worsening of diastasis recti and surgical intervention may be required.